Event description:
Use of the bbraun addease binary connector (B)(4) has been shown to cause coring of the septum to the pab IV solution container resulting in particulates introduced to the ivpb solution. Sometimes it is a definite "core" and other times it is shreds of the septum in the IV solution. The problem is intermittent and not specific to the 50ml, 100ml or specific drug. Pharmacist visual inspection cannot be relied upon to "catch" the defective units thus placing patients at risk of receiving an inanimate particulate intravenously.